Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on available information, a cause for the reported atrial perforation could not be determined. Additionally, atrial perforation is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
This is filed to report atrial septal defect (asd), requiring asd occluder. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. The patient presented with a previous cardiac surgery. One clip was implanted with no reported issue, reducing mr to grade 2. After the steerable guide catheter was removed, a right-left shunt was observed. An asd-occluder was implanted. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.